Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were under-responsive, and that there was an under delivery of insulin. It was reported that the user experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms. The patient¿s blood glucose readings do not met animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.